Manufacturer narrative:
This report is being supplemented to update fields e2 and e3 to provide additional information about the initial reporter's occupation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were scratches around the area: it is possible that external force was applied to the relevant part. However, the definitive root cause of the reported event could not be determined. The following verbiage was identified within the instruction manual, which may help the user to detect the phenomenon: "inspection of the endoscope - 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
As reported, the device was found no image and leaking. The issue found during reprocessing. There is no patient involvement associated on this reported event. No user injury reported. Device return evaluation found glue missing on the forceps elevator cover, pink probe loose.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection found huge leak from the air water connector and a-rubber and could not perform leak test. Additionally, no image was observed on the um (ultrasound image).the customer reported issue was confirmed. Furthermore, inspection found pink probe is loose and glue is missing on the forceps elevator cover, surface damage on pink probe not exposing glue underneath. The a-rubber glue (bending section) is lifted and peeling was observed. Guide pipe joint is loose; olympus name plate is missing. Moisture and corrosion found on elevator connector. Play was observed on the control knob. Investigation is ongoing. This report will be supplemented accordingly following investigation.